Event description:
It was reported that the right ventricular lead exhibited an increase in capture threshold from 0.75 v to 5.0 v and loss of capture when pacing unipolar. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.